Event description:
The user facility in (B)(6) reported the stellaris unit suddenly shut down after two hours into the surgery. The surgeon used bss to maintain the iop while the machine was switched out. There was no patient impact as the patient was not on the table at the time of the shut down. The surgery was completed successfully.

Manufacturer narrative:
The reported problem was not duplicated during the field service evaluation. All power supply voltages were checked and all were found normal. Functional tests were performed and all found within specifications. The system was shut off and switched on for a couple of times to ensure normality of system. The system was run for 4 hours and there were no signs of power failure. A review of the device history records revealed no exceptions.